Event description:
It was reported that during a percutaneous coronary intervention (pci), stent dislodgement occurred. The 90% stenosed, calcified and severely tortuous target lesion was located in the middle right coronary artery (rca). Using a radial access site, the physician inserted a 3.5 non-bsc guide catheter and non-bsc guide wire. After the lesion was pre-dilated with a 2.5x15mm non-bsc balloon and intra-vascular ultrasound (ivus) was performed, the 3.5x24mm taxus express2 drug-eluting stent (des) delivery system was advanced but unable to cross the lesion. The physician switched to a "5 in 6 approach." A 5fr non-bsc guide catheter used for anchorage was inserted into a 6fr non-bsc guide catheter. The stent delivery system (sds) was inserted into the 5fr guide catheter, but did not cross the lesion. In attempt to withdraw the des from inside the pt, the guiding catheter pulled away from the coronary artery. The taxus des got caught on the tip of the guide catheter and the sds was unable to be removed as a single unit. The stent dislodged in the radial artery and the delivery balloon was successfully removed. After the attempt to retrieve the dislodged stent with a snare was unsuccessful the stent was crushed with a biopsy device and retrieved from inside the pt. The physician continued the procedure using the femoral approach. After dilating the lesion with a 3.0x15mm non-bsc balloon, a non-bsc stent of unk size and a 3.5x12 taxus express2 des were implanted in the mid rca. Post-ivus was performed. The procedure was completed without serious complications to the pt and their current condition is listed as "good".